Manufacturer narrative:
A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Since a lot number was not provided and the customer returned sample does not have a lot number, information such as the test results, quantity manufactured, and date of manufacture could not be determined. Samples were received from the customer in the form of five heel warmer pouches. Two of the samples showed activation the remaining three showed no deficiencies. In and attempt to recreate the reported condition, the remaining three samples were activated however, the samples did not display the same reported condition. While a definitive root cause could not be determined from the customer returned sample, a likely contributor for this issue is as the vertical sealer bar is sealing the top of two consecutive pouches, there could be a localized weak region just prior to the midpoint of the vertical sealer bar causing an incomplete seal. Additionally, there could have been some type of buildup on the sealer bars that would cause a localized weak spot. Relative to the issue reported by the customer, pressure was applied by the clinician and this area of the pouch broke open. The results of the manufacturing facility investigation were able to identify a localized area of the pouch that was the likely area where the pouch contents leaked out of. A review of maintenance activity noted that the sealer bars were dirty and worn and were therefore cleaned and replaced. The operator¿s preventive maintenance (pm) guide has been updated to include a visual inspection and cleaning of all sealer bars and dies every month during regular pm¿s.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the heel warmer pouch was breaking open and contents exploding out of the package.